Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited high lead impedance in the bipolar configuration. The patient felt discomfort while testing in bipolar mode. The device was reprogrammed.